Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("she stated that not all pieces may be removed"), uterine perforation ("possible puncture of uterus - day of placement") and pelvic pain ("pelvic pain") in a 26-year-old female patient who had essure (batch no. B66021) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud nos. Concomitant products included nuvaring since 2013. In 2012, the patient had essure inserted. In 2014, the patient experienced dyspareunia ("painful intercourse"). In 2015, the patient experienced dysmenorrhoea ("painful menstrual cycles"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), arthralgia ("joint pain/ knee pain"), musculoskeletal pain ("shoulder pain") and pain in extremity ("hand pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), vaginal haemorrhage ("heavy vaginal bleeding"), fatigue ("fatigue"), migraine ("migraines/headaches") and headache ("migraines/headaches"). The patient was treated with surgery (on (B)(6) 2016 partial hysterectomy with salpingectomy), surgery (on (B)(6) 2016 partial hysterectomy with salpingectomy) and surgery (on (B)(6) 2016 partial hysterectomy with salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, pelvic pain, swelling, vaginal haemorrhage, fatigue, headache, vulvovaginal pain and abdominal pain outcome was unknown, the dysmenorrhoea, dyspareunia, arthralgia, musculoskeletal pain and pain in extremity had resolved and the migraine was resolving. The reporter considered abdominal pain, arthralgia, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, musculoskeletal pain, pain in extremity, pelvic pain, swelling, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date: 2012 & (B)(6) 2014 (per pfs) earliest date captured. She sought treatment for her symptom. Diagnostic results: on unknown date: pelvic exam and visual check: transvaginal ultrasound (tvu): total bilateral occlusion. Most recent follow-up information incorporated above includes: on 26-jul-2018: pfs received: new event vaginal pain, abdominal pain, joint pain, shoulder pain, hand pain were added. Outcome of painful menstrual cycles, painful intercourse, shoulder pain, joint pain/ knee pain, hand pain updated to recovered / resolved, migraines updated to recovering / resolving. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("she stated that not all pieces may be removed"), uterine perforation ("possible puncture of uterus - day of placement") and pelvic pain ("pelvic pain") in a female patient who had essure (batch no. B66021) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud nos. Concomitant products included nuvaring since 2013. In 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), swelling ("swelling"), vaginal haemorrhage ("heavy vaginal bleeding"), fatigue ("fatigue"), migraine ("migraines/headaches") and headache ("migraines/headaches"). The patient was treated with surgery (on (B)(6) 2016 partial hysterectomy with salpingectomy), surgery (on (B)(6) 2016 partial hysterectomy with salpingectomy ) and surgery (on (B)(6) 2016 partial hysterectomy with salpingectomy ). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, pelvic pain, dysmenorrhoea, dyspareunia, swelling, vaginal haemorrhage, fatigue, migraine and headache outcome was unknown. The reporter considered device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, pelvic pain, swelling, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: 2012 & (B)(6) 2014 (per pfs) earliest date captured. She sought treatment for her symptom. Diagnostic results: on unknown date: pelvic exam and visual check: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events device breakage, uterine perforation , fatigue, headache & migraine are added. Lot number added. Lab data updated. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("she stated that not all pieces may be removed"), uterine perforation ("possible puncture of uterus - day of placement") and pelvic pain ("pelvic pain") in a 26-year-old female patient who had essure (batch no. B66021) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud nos. Concomitant products included nuvaring since 2013. In 2012, the patient had essure inserted. In 2014, the patient experienced dyspareunia ("painful intercourse"). In 2015, the patient experienced dysmenorrhoea ("painful menstrual cycles"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), arthralgia ("joint pain/ knee pain"), musculoskeletal pain ("shoulder pain") and pain in extremity ("hand pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), vaginal haemorrhage ("heavy vaginal bleeding"), fatigue ("fatigue"), migraine ("migraines/headaches") and headache ("migraines/headaches"). The patient was treated with surgery (on (B)(6) 2016 partial hysterectomy with salpingectomy), surgery (on (B)(6) 2016 partial hysterectomy with salpingectomy) and surgery (on (B)(6) 2016 partial hysterectomy with salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, pelvic pain, swelling, vaginal haemorrhage, fatigue, headache, vulvovaginal pain and abdominal pain outcome was unknown, the dysmenorrhoea, dyspareunia, arthralgia, musculoskeletal pain and pain in extremity had resolved and the migraine was resolving. The reporter considered abdominal pain, arthralgia, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, musculoskeletal pain, pain in extremity, pelvic pain, swelling, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discripancy noted in essure insertion date: 2012 & (B)(6) 2014 (per pfs) earliest date captured. She sought treatment for her symptom. Diagnostic results: on unknown date: pelvic exam and visual check: transvaginal ultrasound (tvu): total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and dysmenorrhoea ("painful menstrual cycles") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), swelling ("swelling ") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (essure removed surgically). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, swelling and vaginal haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, pelvic pain, swelling and vaginal haemorrhage to be related to essure. The reporter commented: on or about (B)(6) 2016, she underwent procedure to remove essure implant. She sought treatment for her symptom. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.